Event description:
It was reported to st. Jude medical that during an implant the device went into backup mode and was unable to convert the patient. The pt was converted via external defibrillation. The physician elected not to implant the device.